Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was torn. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +7.5/+1.0/087 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to a "post-op glaucoma problem" and angle closure with elevated iop. An addition of new pi was also performed. The cause of the event is reported as user error, patient-related factor, and unknown. The surgeon reports the most likely cause is that the patient postoperatively instilled midrinp eyedrops.